Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient reportedly lost consciousness due to inaccuracy. The patient could not recall the cgm or bg values for the time of the event. She reported that she was rescued by fire fighters and taken to the hospital she was treated with dextrose and was released from the hospital the next day. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.